Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. It was reported the patient was using an expired sensor. At the time of contact, no injury or medical intervention was reported. Additionally, the patient stated the inaccuracies were 100 points off. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. A root cause for the reported inaccuracy cannot be determined. It was reported that the patient was using an expired sensor. The dexcom g4®latinum continuous glucose monitoring system states: make sure your sensor is not expired. Check the expiration date on the sensor package label. The format is yyyy-mm-dd. Insert sensors on or before the end of the expiration date calendar day.